Event description:
It was reported that during sterile processing the unit broke. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during sterile processing the unit broke. No patient involvement or procedural delays were reported with this event.